Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued.

Event description:
It was reported by service report that the toprail had malfunctioned. Upon further investigation, it was determined that the entire side rail could not latch in the upright position.

Manufacturer narrative:
Upon further investigation, it was determined that the entire side rail could not latch in the upright position.

Event description:
It was reported by service report that the toprail had malfunctioned.